Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d006353). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for thrombectomy. It was reported that the surgeon opened solitaire ab stent and pushed it with rebar18. During the delivery procedure, when advancing the stent into the microcatheter, the surgeon experienced a resistance in the proximal section and could not push the stent. The vessel was not tortuous. After removing the device, the surgeon found that the stent was obviously kinked. The surgeon was mature, and there was no improper operation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.